Manufacturer narrative:
(B) (4). Physio-control received the device and the battery used at the incident for evaluation. Physio observed that the battery was dead. A clinical review of the reported event by physio-control determined that the device use may have contributed to the patient's outcome since user failed to recognize low battery and replace battery indicators, prompts and warnings to respond appropriately. Physio-control continues to evaluate the device and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Customer reported that when the device was charging energy to shock a patient, the screen went blank and it turned off. The device was turned back on, but it was reported to alarm movement before shutting off again. Reporter informed that he was not sure if the device was checked on the day of the event to determine if the "ok" icon was displayed. Customer's biomed replaced the battery and was unable to reproduce the reported issue. The patient was not revived. There were no further details on the event and/or patient provided.